Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 30 minutes into hemodialysis treatment using a hemodialysis filter, the patient complained of difficulty breathing or dyspnea. The patient was given oxygen and dexamethasone 5 mg (milligrams) bolus intravenously. No alarm was activated. No other defects/damages found on the product. It was five minutes after the dexamethasone was administered, and the patient's dyspnea was still intolerable, so they had to replace the filter on the same day to continue treatment. It resolved the issue and the treatment was completed. There were no blood transfusions. Aside from dyspnea, there was no other patient injury occurred.